Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following an aortic valve replacement and implant of this device, a pause was noted at the time of an expected paced or intrinsic beat. Review of the right ventricular (rv) lead electrogram noted an instance of artifact that resulting in pacing inhibition and greater than 2 seconds of asystole. Rv auto capture was programmed off with a fixed sensitivity of 2.5 mv. At device check 24 hours after reprogramming there were no further instances of pacing inhibition observed. Despite the duration of asysole there were no adverse patient effects were reported. This system remains in service.